Manufacturer narrative:
(B)(4). The fisher & paykel healthcare flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc3020 nasal prongs are designed to be used with the flexitrunk interface. Method: the complaint nasal prongs were not available for investigation as they were not returned by the hospital. Our investigation was carried out based on the information provided by the hospital and our knowledge of the product. Results: the hospital reported that the bc3020 nasal prongs disconnected from the tubing. A lot check could not be performed as a lot date was not provided. Conclusion: without the return of the complaint device or any additional information we are unable to determine what may have caused the problem reported by the customer. The user instructions that accompany the flexitrunk state the following: "connect prongs or mask to nasal tubing ensuring that it is inserted fully." "Check patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. Hourly checks are recommended." In addition, the user instructions provide step by step instructions with illustrations on the correct set-up and fitting of the flexitrunk tubing to a nasal masks or prongs.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that the bc3020 nasal prongs became detached from the tubing. No patient consequence was reported.